Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent implantation on (B)(6) 2024, but the surgical incision did not heal. Despite about one and a half months of treatment, there was no noticeable improvement in the wound, leading to the decision to remove the implanted device on (B)(6) 2024 for skin flap repair. Cultures have confirmed a staphylococcus aureus infection.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. According to the information received from the field the device was explanted due to an infection at the surgical incision, which was present since implantation surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user underwent implantation on (B)(6) 2024, but the surgical incision did not heal. Despite about one and a half months of treatment, there was no noticeable improvement in the wound, leading to the decision to remove the implanted device on (B)(6) 2024 for skin flap repair. Cultures have confirmed a staphylococcus aureus infection.